Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients pacemaker exhibited sudden premature battery depletion. The patient is currently in an ICU at the hospital. Patient was bradycardic with a low pulse rate. No further information was available.